Event description:
It was reported the patient experienced a cerebrovascular accident as a postop complication. Implantable cardioverter-defibrillator placement was required and symptoms have now resolved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Unknown- unk modular taper locked femoral porous coated stem 9x137mm-unknown. Unknown-unk m2a magnum modular head 46mm-unknown. Unknown-unk -3 taper adapter-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -01303. 0001825034 -2022 -01304. 0001825034 -2022 -01305. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that after an attempted revision of a total hip arthroplasty, the patient experienced a stroke and required a cardioverter-defibrillator placement. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. A stroke is a brain attack. It can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks (hemorrhagic) and ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot (ischemic). Perioperative stroke involves different pathways. Thrombotic (ischemic) stroke can result from increased inflammation and hypercoagulability [blood clotting disorder], cardio embolic stroke can result from disease states such as atrial fibrillation [irregular heart beat], and tissue hypoxia [lack of oxygen] from anemia can result from the combination of anemia and beta-blockade. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure, requiring medical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.